Manufacturer narrative:
There was no service record relevant to the complaint reported event was found. However, a preventive maintenance was performed which showed the system as meeting specification. Based on the information available, no system nonconformity which may have contributed to the customer reported event can be confirmed. The manufacturing device history record (DHR) was reviewed. The device history record (DHR) was completed and reviewed to ensure that the product was manufactured in compliance with the device master record. Based on assessment, the product met specifications. No system nonconformity which may have contributed to the customer reported event can be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported patient had to undergo vitrectomy with aciol (anterior chamber intraocular lenses. In doctor¿s opinion pupil came down after laser. Procedure was completed with some conjunctival hemorrhage and no other issues noticed. While in operating room, physician was helped finding the placement of the incisions and was able to get in with no complications noticed. After instilling numbing medicine, while inserting ophthalmic viscosurgical devices (ovd), capsule was "free floating" and the pupil had come way down. The doctor was advised not to use malyugin ring due to possible complications. However, the doctor used it against our recommendations. Had complications of correctly placing the ring with only section holding the iris and half underneath the iris, and one on top of the iris. The surgeon proceeded to phaco without good visualization and vitreous had come up.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).